Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device trace download analysis confirmed the insulin pump alarmed power error. The power management tool confirmed power error alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electric board. After disconnecting and reconnecting the internal battery connector on electric board, the device was monitored and functioned properly. The device was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. The customer was guided with steps to resolve the error and was advised to monitor the pump. The customer called back to report the error again for two times incidence. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.